Event description:
Reportedly, on (B)(6) 2020, the subject pacemaker was found operating in standby mode upon interrogation.

Manufacturer narrative:
Expertise files analysis revealed that the subject pacemaker switched in standby mode on (B)(6) 2020 due to the corruption of a single bit in memory data. The root cause of this corruption could not be identified with certainty but the most probable hypothesis would be a single event upset (seu). Normal pacemaker operation was restored by device re-initialization performed on (B)(6) 2020.

Event description:
Reportedly, on (B)(6) 2020, the subject pacemaker was found operating in standby mode upon interrogation.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, the subject pacemaker was found operating in standby mode upon interrogation.